Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. Type of reportable event: dislodgement without intervention.

Event description:
Boston scientific crm received info that this atrial lead dislodged due to how it was positioned in the atrium. At this time, it is unk if the lead will be repositioned or surgically abandoned and replaced. No adverse pt effects were reported. Should add'l info become available, this event would be updated. The type of intervention, if any, is unk.